Event description:
It was reported that a patient came in with pain. During revision surgery, it was observed that the femoral head has been broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured zirconia ceramic head was reported. The event was confirmed. Visual analysis confirmed the reported event. The device was returned in multiple pieces. Material analysis concluded that the highly stressed region of the ceramic machined tapered surface had undergone a phase transformation, which may have an effect on the structural integrity of the material. Review of the provided medical records by a clinical consultant concluded: several procedure-related factors have been identified regarding cup malposition and use of the abg stem against a non-stryker cup design both contributing to potential cup-stem impingement and/or subluxation causing point contact overload between ceramic head and liner. [¿] as such, the root cause of this pi failure case is most probably procedure-related although theoretically other factors can not be excluded a priori, in part by lack of more detailed clinical information. Device history and complaint history review could not be performed because the reported lot 64446256 was determined to be invalid. The investigation concluded that the zirconia head fractured due to several procedure related factors including cup malposition and use of the abg stem against a non-stryker cup design, which contributed to potential cup-stem impingement and/or subluxation causing point contact overload between ceramic head and liner. Additionally, the zirconia head was subject to a product recall and was pulled off the market in 2001. Manufacturing records could not be reviewed because the reported lot was determined to be invalid, so it is unclear if the returned product was part of the heat treat batches at risk. Based on the information provided, the root cause of this failure case is most probably procedure-related although theoretically other factors can not be excluded a priori, in part by lack of more detailed clinical information.

Event description:
It was reported that a patient came in with pain. During revision surgery, it was observed that the femoral head has been broken.